Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 11 devices were evaluated in the field and the issue was confirmed; 6 devices had worn components, 3 had broken/damaged components, 1 had a missing component and 1 had a misaligned component. 10 devices were repaired and returned, 1 was removed from service and it was recommended the unit be scrapped. 1 device was not evaluated as the customer canceled their request for evaluation and repair. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events, where it was reported the brakes were not holding. There was no patient involvement in 11 events. 1 event had patient involvement, however there was no consequence or impact to the patient.